Event description:
This brand of infant heal warmers routinely burst. Today it popped and got sediment all over my infant patient's feet. Mother was visibly upset. Infant was unharmed. Rn went to supply room to get a new one and another one popped prior to applying to patient.